Manufacturer narrative:
Concomitant product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the valve of the sheath was too tight and bubbles were observed when removing the balloon catheter. It was also reported that the balloon catheter had to be removed from the sheath more slowly than expected. When attempting to reinsert the balloon catheter into the sheath, the balloon buckled at the entrance of the sheath. The balloon was inflated when the button to stretch the balloon was pushed and the balloon deflated. The balloon catheter was unable to be inserted back into the sheath. The balloon was inflated again to stretch it and a leak on the balloon was heard. It was also reported that the balloon catheter was "potentially" damaged during the reinsertion attempts. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012153689 was returned and analyzed. Visual inspection was performed. A kink at the side port tube was identified. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.070 psig. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.019 psig. All values were in an acceptable range. In conclusion, the reported air ingress issue was not confirmed during analysis. The sheath failed the returned product in spection due to a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.